Manufacturer narrative:
Contact office: device manufacturer postal code: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-6 (low battery voltage (10.4v or less) was detected) alarm. No additional information is available.

Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. An alarm log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-6 alarm was identified during the alarm log review. The cause of the condition was determined to be a depleted main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.